Event description:
It was reported there were two hematomas that had to be removed. It was noted the patient's trial was "5 days of pain". It was also noted the patient was not "put to sleep all the way and was able to feel them cutting during the implant". It was stated "the patient screamed out help, but no one heard her". No further information was reported.

Manufacturer narrative:
(B)(4).